Manufacturer narrative:
An event of first degree heart block post implant was reported. Possible contributing factors to arrhythmia after a portico valve implant include patient conditions, such as pre-existing arrhythmia, anatomical factors, such as calcification extending beneath aortic annular plane in the interventricular septum, and the depth of implant of the device. It was indicated that final implant depth was 2.1 mm ncc which was not deap enough as intended. It was also indicated that the patient had past pre-existing left anterior descending (lad) stenosis which may have contributed to the reported event but cannot be confirmed. A returned device assessment could not be performed as the device and was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on this information, the root cause of the reported heart block could not be conclusively determined. However, it was reported that the cause of the patient's first degree heart block is attributed to the implant procedure. There was no allegation of malfunction against the abbott device. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Event description:
Subsequent to the previously filed report, a correction needs to be made to indicate that there was no allegation of malfunction against the abbott device or procedure.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
Clinical information: (B)(6) - vista registry, patient site ID: (B)(6). It was reported that on (B)(6) 2024, a 29mm navitor valve was successfully implanted in a patient. It was noted that during procedure there was 2 re-sheaths of the 29mm navitor due to being deployed too low and then too high. It was also noted during procedure that the patient suffered a type 2 myocardial infarction, troponinemia, and an electrocardiogram detected transient st elevations. There was no air introduced into or visualized in the patient and no aspiration was performed. The dilator or guidewire were not removed too quickly or too slowly and no leak was observed. There was no intervention performed. There was no calcification extending beneath the aortic annular plane in the interventricular septum. While in the cusp overlap view (cov), the inflow edge of the constrained valve was within the capsule positioned at the base of aortic annulus while the pigtail positioned and confirmed to be at the bottom of the non-coronary cusp. The final non-coronary cusp implant depth was 2.1mm. On (B)(6) 2024, it was noted via electrocardiogram that the patient developed a first degree heart block. There was no intervention performed. The cause of the patient's myocardial infarction and st elevation are attributed to transient ischemia during procedure, from right ventricular pacing during a pre-implant dilatation and re-sheathing of the 29mm navitor valve. The patient past pre-existing left anterior descending (lad) stenosis is also noted as a contributing factor. The cause of the patient's first degree heart block is attributed to the implant procedure. There any allegation of malfunction against the abbott device or procedure. The patient was discharged at the time of report.